Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 30-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that when the impella 5.5 pump was plugged into the console, an impella defective error message appeared. The cable was unplugged/replugged and the power on the aic was cycled, but the issue persisted. The pump was removed and a new impella 5.5 pump was subsequently placed for patient support. There was no patient harm.

Manufacturer narrative:
The investigation for the reported pump not detected issue has been completed. The impella device was returned for evaluation. The pump was visually inspected and no physical damages or abnormalities were found. Pump was connected to console and no impella defective alarm was observed. Data logs were reviewed and an impella defective alarm was observed after pump plug connect. The cause of the pump not detected issue was not determined due to inconclusive evidence based on field investigation and data log review.